Event description:
It was reported that the customer's prime history shows frequent fixed primes of 150. Units for the past two weeks. It was stated that the caller denied performing the primes. The mother also stated that the customer only increases the fixed prime amount on occasions when the customer blood glucose was high and she was doing an infusion set change. The mother stated that the customer had experienced low blood glucose for the past year and she has been working with her doctor on the issue. It was stated that the insulin pump was not available to troubleshoot at time of call because the customer is at the school. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.